Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided, we can see the bolster in the gi tract and outside of the patient, detached from the tubing. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the photos provided confirm the bolster detached. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU includes the following regarding device removal: "grasp the gastric feeding tube near the stoma site. While slowly rotating the tube, gently push 1-2 cm of the tube into the stomach to separate the tube from the stoma tract. Warning: if the tube does not rotate freely within the tract, do not attempt to use traction as a method of removal." Prior to distribution, all peg 24 percutaneous endoscopic gastrostomy sets - pull are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a feeding tube replacement, the physician used a cook peg 24 percutaneous endoscopic gastrostomy set - pull. It was reported [that] dr. (B)(6) pulled the previously placed peg from the abdomen to replace the peg tube. However, it was separated from the tube while the bell of peg was coming out. So they had to take out the separated bell through the endoscope. I [user] took out the bell and touched it, but it felt different from the normal bell and there was a crunching sound. A section of the device did not remain inside the patient¿s body. The detached portion of the balloon was retrieved through the endoscope. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.